Event description:
One patient sample with discrepant sodium results. Initial result 126 mmol/l. Same sample repeated gave result of 134 mmol/l. The initial result was not reported. The field service representative determined the mix tower had a partial blockage. The instrument was repaired.